Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient and district nurse contacted helpline to say when assessing PICC line there was an external fracture. This caused PICC to leak during assessment at a bend nearer the bioconnector. Patient attended unit following helpline advice & PICC assessed, fracture evident & PICC was removed. Patient stated she had been told during PICC placement that if it were more PICC issues again she would have to have a hickmann line inserted next due to very poor vein access. Awaiting consultant confirmation for hickmann insertion. Drug details: phesgo - docetaxel. Exit site marking 6 cm. There was no delay in patient's treatment, it is due in 3 weeks. Customer replied on (B)(6) 2024: the patient required a hickman line inserted due to history of PICC line issues and difficult insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed, one just distal of the molded suture wings and the other just proximal to the 0 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient and district nurse contacted helpline to say when assessing PICC line there was an external fracture. This caused PICC to leak during assessment at a bend nearer the bioconnector. Patient attended unit following helpline advice & PICC assessed, fracture evident & PICC was removed. Patient stated she had been told during PICC placement that if it were more PICC issues again she would have to have a hickmann line inserted next due to very poor vein access. Awaiting consultant confirmation for hickmann insertion. Drug details: phesgo - docetaxel. Exit site marking 6 cm. There was no delay in patient's treatment, it is due in 3 weeks. Customer replied on (B)(6) 2024: the patient required a hickman line inserted due to history of PICC line issues and difficult insertion. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter, external length 20cm exit site 6cm. Vein was the PICC inserted into unknown. Secured with securacath. Types of infusates were infused through the PICC, oncology treatment, docetaxel. Unknown if there any catheter interventions to address occlusions with this PICC. Break was external/ outside the patient. Break was close to bionector. Catheter site cleaned with chloraprep 3ml chg 2% 70% ipa during a dressing change.